Manufacturer narrative:
(B)(4). B5: describe event or problem - correction d4: serial no - correction primary UDI number - correction e1 initial reporter first name - correction e1 initial reporter last name - correction h2 type of follow up: correction. H6: correction.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.